Event description:
Ball of cotton stuck inside vagina [foreign body in reproductive tract]. Smell down there- vagina [vaginal odour]. Ball of cotton with blood came out of my vagina....stuck inside for like a week [device breakage]. Case narrative: consumer reported via phone that a ball of cotton came out of her vagina that had been stuck inside. No serious injury was reported. On 09-jan-2023: product identified as ontex l. From lot code provided. Please see report 1216894-2023-00002 regarding the tampon product that was not manufactured by tambrands manufacturing, inc. In auburn, maine, USA.

Manufacturer narrative:
An investigation is in progress for the confirmed ontex lot code on january 9, 2023.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Ball of cotton stuck inside vagina [foreign body in reproductive tract]. Smell down there- vagina [vaginal odour]. Ball of cotton with blood came out of my vagina....stuck inside for like a week [device breakage]. Case narrative: consumer reported via phone that a ball of cotton came out of her vagina that had been stuck inside. No serious injury was reported.